Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the cause was most likely a severely tortuous bend. However, even in the straight segment distal to the aneurysm, the device was failing to open fully.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the pipeline failed to open in the middle and distal section. The patient was undergoing surgery for treatment of a fusiform, ruptured aneurysm located in the vertebral artery with a max diameter of 6 mm and a 5 mm neck diameter. Landing zone: distal: 4.8mm and proximal: 5 mm. It was noted the patient's vessel tortuosity was severe. Dual antiplatelet treatment was administered. The pru level was 180. The angiographic result post procedure showed distal vasculature received normal flow just as before. It was reported that guiding catheter, phenom27 and synchro was prepared as per IFU guidelines and access was taken in basilar artery. With phenom in place, the pipeline device was now positioned accurately across the aneurysm. Device unsheathing was begun but the distal-most segment failed to open after multiple resheathing attempts. Even after exposing 80% of the device, vantage failed to open across the entire aneurysm bend. Hence vantage 5.5x20 was replaced for vantage 5.5x30. It was reported failure to open occurred in the middle and distal sections of the pipeline. The pipeline was positioned in a proximal, middle, and distal bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed more than 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient. The pipeline was resheathed and removed with the microcatheter. The pipeline was not used for an indication that was off-label. The reported device and any accessory de vices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a phenom 27 microcatheter and synchro guidewire.

Manufacturer narrative:
Product analysis #813803375:¿ equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿as found condition: the pipeline vantage with shield was returned for analysis within shipping box; within an opened pipeline vantage shield outer carton and inner pouch; and within a dispenser coil. The pipeline vantage with shield was returned within introducer sheath. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, arms or with the proximal bumper. The distal and proximal ends of pipeline vantage shield were found fully opened and damaged. In addition the middle section of braid was found to be fully opened and no damage. No other anomalies were observed. ¿testing/analysis: the pipeline vantage shield device was pushed out from introducer sheath without any issue. ¿conclusion: based on the analysis findings, the pipeline vantage shield could not be confirmed to have failure /incomplete open at distal and middle section as the distal and proximal ends of pipeline vantage shield braid were found fully opened and damaged. In addition the middle section of braid was found to be fully opened and no damage damage to the braid identified during analysis, could have occurred due to resheathing of the pipeline vantage shield more than two times. It is possible that the severe vessel tortuosity may have contributed to the reported issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.